Event description:
It was reported that a device alarmed for nuisance upstream occlusion alarms. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found the unit to operate correctly with water (distilled) filled set. However, when a 20% mixture of glycerin was introduced into the IV set the unit went into an upstream occlusion alarm. The spacing between the upstream pusher and the upstream sensor crystals was found to be out of specification causing the upstream sensor signal to be reduced by greater than 5% when transitioning from a clear solution such as 0.09% saline solution to 20% glycerin. The upstream sensor assembly was replaced to correct this issue.